Manufacturer narrative:
As part of the investigation, while onsite the ess further discussed the scope improper reprocessing and the daily repair prevention alert for the subject device with the customer. The ess reported that the repair history showed the scope had undergone a full refurbishment prior to this event and was returned to the customer on (B)(6) 2021. The subject device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) provided an onsite in-service on (B)(6) 2021. At this time, the customer stated that during an unspecified procedure, a non-olympus clip exited the biopsy channel when the snare was inserted. The customer explained that the clip came from a previous procedure completed on friday, (B)(6) 2021 when the scope had been used in a bleeder case. After this procedure, the scope was left over the weekend in the dirty scope room. The customer further reported that scope had not been pre-cleaned, but was soaked for an hour, brushed multiple times, and then reprocessed in the oer-pro automatic endoscope processor before being used on (B)(6) 2021. This report is being submitted for improper reprocessing of the scope before being used on the patient on (B)(6) 2021. It is unknown if the clip fell into the patient. No clips were used in the patient¿s procedure on (B)(6) 2021. It is unknown if the intended procedure was completed. There was no patient injury reported.

Event description:
The customer reported that there was no resistance in the channel. The clip fell into the patient¿s colon. The clip was retrieved with a grasper. The was no patient testing and it is unknown if prophylactics were administered or prescribed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacturer¿s investigation results. Please see the updates in sections:b5, g3, h2, h4, h6 and h10. Additional information from the endoscopic support specialist states the customer reported that the scope is manually cleaned and they use an oer pro. They use acecide and 70% isopropyl alcohol. The scopes are reprocessed after each use. The customer performs leak test, manual wash and brushes the scopes. The customer then reprocesses the scope in the oer. The customer reported that the last reprocessing in-service visit by an olympus ess was july 8th and july 26th according to their records. The customer reported that there was no additional in-service required at this time. The scope is back in service in addition, the legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: (1) the legal manufacturer presumed that the clip remained in the biopsy channel, and that the reprocessing and inspection prior to use was insufficient. The legal manufacture also reported that in similar investigations, the clip remained in the biopsy channel and fell out due to the following: incorrect handling of endo therapy accessories or user operated suction without noticing remained clip or the like. (2) the legal manufacturer reported that based on the following information, it was presumed that insufficient training of staff at the user facility caused the event. The legal manufacturer reported that the user would be able detect and prevent this phenomenon by following the cf-hq190l_operation manual statements: "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." "Chapter 3 preparation, inspection and operation clipping tissue: when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to become stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿ on page 41." The kind of clip the user used was unknown. For example, IFU of resolution clip by boston states do not remove opened jaw clip through biopsy channel. User can also prevent occurrence of the suggested events by handling device in accordance with the following IFU (cf-hq190l_reprocessing manual): "reprocessing manual_ precautions warning: all disinfection methods (whether performed manually or by an aer/wd), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instruments being reprocessed. If the instruments are not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope." "Manually cleaning the endoscope and accessories brush the channels_ warning: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." According to device history review (DHR) review by the manufacturing business center (mbc), the subject device was shipped in accordance with specifications.